Manufacturer narrative:
An investigation will be performed on all available information based on reporter¿s obligations under applicable FDA regulations; however, it is likely that this matter may become the subject of litigation which may limit the company¿s ability to disclose confidential, privileged attorney client communications and work product. Investigation methods, results and conclusions are not finalized at this stage partly because the device in question has not been returned for inspection. Resmed has requested the device be returned so that an investigation can be performed. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that a patient using an airsense 11 device experienced coughing, dizziness, sleep disturbance, dyspnea and an increase in a physical sensation of irregular heartbeat allegedly due to a faulty humidifier heater plate. It was reported that the patient developed "bronchial hyperactivity asthma secondary to cold air causing chronic inflammation in the airway" allegedly due to the faulty humidifier heating plate. The patient reported that this is the second device that she received with the same alleged malfunction.